Event description:
It was reported that a pump had a no disposable clamp tubing alarm. The settings were reviewed and the pump was restarted. The display read run at the end of the call. The patient will call the hotline if there are any further pump related issues. A call was received. The pump was alarming no disposable clamp tubing. The patient was instructed to stop and restart the pump. The pump was then running correctly. No further assistance was needed. Another call was received. The pump was alarming no disposable pump won't run alarm. This is the third call to the hotline for no disposable alarm. The patient declined to remove the cassette to trouble shoot the alarm. The pump was unable to be restarted. The pump was turned off and the patient will go to an appointment at the clinic as scheduled. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.